Event description:
The user facility reported that the angio-seal did not deploy. Once removed, all components were still intact, however, the device did not deploy presumably because the footplate did not catch the arterial wall effectively. They were able to close the arteriotomy with manual pressure effectively with no complications. The patient was stable. Additional information was received on 24 jan 2023: the procedure performed for the patient, prior to using the angio-seal closure device was a lower extremity angiogram using a 6fr procedure sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Access and insertion were performed without a problem. The deployment and withdrawal posed an issue because the footplate never deployed from the sheath, so it did not appropriately deploy in the patient. After the sheath and angio-seal was removed, the staff confirmed that all components were still intact, and the footplate simply didn't deploy out of the sheath. There were no complications since closure was completed by holding manual pressure.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: clinical support coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One 8fr angioseal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, foil package, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube was returned separated. The carrier tube was found to have been returned in the fully rear lock position. The carrier tube was found to have been kinked at the proximal end of the slit and near the sheath hub. The anchor, collagen, and tamper tube were found to have been deployed and covered in dried blood. No other signs of damage or deformation were found. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).